Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for blank display. Customer¿s blood glucose was 112 mg/dl. Customer reported that pump is not turning on when he puts the battery in, like it's not recognizing the battery. Customer is not calling back after receiving a new battery cap. Customer reported that pump shows no signs of physical damage. Pump has not been exposed to moisture. Customer states the contacts on the battery cap are damaged. Advised customer that pump will need to be replaced and that she needs to revert to her backup plan and discontinue the use of her pump. Insulin pump is not expected to return for analysis.